Event description:
The patient reported he has not used or charged his ipg in approximately 1.5 to 2 years, as he did not need the stimulation. The patient now feels a need for stimulation. However, the patient is unable to establish communication between his ipg and charger. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.